Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb, bottom roll/gear, carrier guide, and various parts were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported there was an unknown repair. Timing of event is unknown, but it was reported there was no patient or surgical involvement. Evaluation of the device later revealed a damaged comb. No adverse events were reported as a result of this malfunction.